Event description:
During treatment of the patient with bovine collagen, the needle totally separated from the syringe. No injuries were incurred by patient or staff. This event is being reported due to the possibility of injury with future occurrence.